Event description:
The user facility reported that following a video assisted thoracoscopic surgery (vats), wedge resection, bronchoscopy and lung biopsy, the patient was reported to have a burn on the left side of the patient's chest. There was conflicting data regarding the extent of the burn.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. An olympus product mgr visited the facility and conducted a physical inspection on the equipment used during the procedure. The equipment appeared to be in good working condition and no device malfunction noted. The product mgr also provided inservicing to the staff on the correct use of the device. The cause of the patient's outcome cannot be conclusively determined, but user technique and handling cannot be ruled out as a contributing factor. This report is being filed as an MDR in an abundance of caution. The event described in this report, in addition to those described in MFR. Reports# 8010047-2007-00174 and #8010047-2007-00176 all occurred during procedures performed by the same physician. Olympus is working with the hospital to gather add'l info regarding this report, and will supplement this report within 30 days.